Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) unit displayed a docking issue due to international documentation and had a blocked status. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer returned the cardiosave intra-aortic balloon pump (iabp) unit to national repair center (nrc) for evaluation. National repair center (nrc) received the cardiosave intra-aortic balloon pump (iabp) unit. The docking issue was confirmed by nrc. Tested the system to factory specifications per cardiosave service manual. Cart is scraping right side of docking station. Since there was no patient involved and no adverse event was reported; as per process the pump will be store in secure area for 30 days after the investigation is closed and them it will be discarded. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).